Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse, along with a technical support engineer (tse), diagnosed the issue after the foot tray ergo friction test failed. The fse first replaced the manipulator controller ergo base (mceb); however, after programming, the same 23002 error reoccurred. The fse then replaced the surgeon side console (ssc) foot tray adjust mechanism (ftam), but after going through the workflow, the foot tray ergo friction test failed again. The last known ¿good¿ ergo calibration file was pushed, and after performing a hard power cycle and recalibrating, ergonomic controls were restored. The fse replaced the ftam and the mceb to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported the surgeon console ergonomic adjustment could not be changed. A system reboot had already been attempted but the issue persisted. The tse reviewed the system logs and confirmed error 23002. The procedure was completing as planned with the secondary console. There was no reported injury.